Event description:
Clinic notes were received reporting the patient had developed complications after vns surgery due to significant amounts of scar tissue and developed an infection, which required a wound revision and prolonged wound care. Review of the device manufacturing records show the lead and generator were sterilized and met all specifications prior to distribution. Additional relevant information has not been received to-date.